Event description:
The manufacturer received information alleging violent nose reaction to silicone nasal pillow. The patient wanted to know if respironics manufactures a nasal pillow headgear that does not have silicone for the nasal pillow itself. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.